Manufacturer narrative:
(B)(4).

Event description:
The patient reported that he fell on (B)(6) 2015, but it was not a hard fall. The following day his right implantable neurostimulator (ins) showed an out of regulation (oor) code on the patient programmer. The left side ins was showing up as normal and there were no associated symptoms. The patient would follow-up with his healthcare provider (hcp). The patient's indications for use were parkinson's dual and movement disorders. The cause of the issue and any interventions were not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a patient. It was reported that the patient's balance lead to the fall on (B)(6) 2015. Additionally, it was reported that the out of regulation (oor) condition was resolved by resetting the device. If additional information is received, a follow-up report will be submitted.